Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the imaging device was not seeing the navigation device. The imaging device was able to verify the navigation device. The navigation device was rebooted with the network cable disconnected. Upon reboot and reconnecting the network cable, the navigation and imaging device were communicating. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
Analysis on the software resulted in an confirmed failure through known anomaly determination. The issue was closed with the release of stealthstation s8 os version 1.0.4 which incorporated the fix for this anomaly. If information is provided in the future, a supplemental report will be issued.